Event description:
Combo screws would not compress fully, was trying to compress 10mm, would only compress 3mm. At that point screwdriver would bind in the nail. Changed nail and combo screw and had same issue and was implanted. The surgery time was extended more than 30 minutes.